Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pneumatic unit was the likely cause of failure which is no longer manufactured. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
This supplemental MDR is being submitted to correct the 510(k) number previously reported in MDR 2112667-2025-05068. The original entry for 'g4 PMA/510(k) #' was incorrect and has now been updated with the accurate information.